Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Appropriate term/code not available was used as there was no clinical symptoms observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached battery capacity depleted (bcd) status. The patient was sent to the clinic for a device check due to shortness of breath. Boston scientific technical services (ts) suggested device replacement as soon as possible. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Appropriate term/code not available was used as there was no clinical symptoms observed. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached battery capacity depleted (bcd) status. The patient was sent to the clinic for a device check due to shortness of breath. Boston scientific technical services (ts) suggested device replacement as soon as possible. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.